Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2010, a 23mm regent valve was implanted in the aortic position. On (B)(6) 2017, the patient presented with a significant pvl. The regent valve was explanted the day and replaced with a 21mm onyx valve. The patient was reported to be stable and recovering.